Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: plate is broken apart at non-locking part of hole, both pieces of the broken plate were returned for evaluation. Based on the appearance of the fracture it is likely that the plate was bent before it broke. On one side of the plate are very strong marks of a tool visible, most likely caused during contouring of the plate during the implantation. The measurable relevant dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that an occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, led to a fatigue failure. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k#: device is a veterinary product, but is similar to a device used on human patients. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the dog underwent a re-operated and is fine now. The breakage was detected up on examination. Two plates broke post-operatively.

Manufacturer narrative:
The reported event is associated with a veterinary case; therefore, patient information will not be reported. Date of post-operative breakage is unknown. This report is for an unknown quantity of unknown veterinary bone plates. Without a valid part and lot number, the UDI is not available. Procedure dates (both implant and explant) are unknown. The complainant parts are expected to be returned for manufacturer review/investigation, but have yet to be received. The reported event has been assessed as a product problem only as the subject of the issue is non-human. As such, a patient code has been reported despite a revision procedure having taken place. Unknown, as specific part and lot numbers for the complainant plates were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that an unknown quantity of veterinary bone plates broke inside of a dog. A revision procedure was performed on an unknown date. Additional information pertaining to the procedural outcome was not provided. This report is for an unknown quantity of unknown veterinary bone plates. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device history records was conducted. The report indicates that the part mfg date: 09sep2015, part exp. Date: n/a (for s part numbers) DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for 1 vet bone plate. This report is for 1 of 2 for (B)(4).